Manufacturer narrative:
(B)(4). Device evaluation summary: the actual device was received for evaluation. A detached needle was visually inspected and the attachment area was not present since the needle was broken and marks appears to be by use of surgical instrument were found on the needle. The microscopic examination of the needle revealed the fracture was primarily composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage and macroscopic plastic deformation observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure what tissue was the needle piece retained in? What is the surgeon opinion as to the ¿excessive tissue manipulation¿ affect on patient consequence? Were all of the needle pieces removed from the patient tissue? Were all of the pieces removed during the same procedure? Will product be returned, return date, tracking information? What is the current condition of the patient?

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2018 and suture was used. The needle broke during the first pass in the tissue (vaginal dome). X-rays were taken to identify the other portion of the needle. Additional dissection was indicated to recover the portion of the needle. The patient experienced edema and bruising and extended hospitalization. The patient was prescribed antibiotics and anti- inflammatory medication and was discharged. Additional information has been requested.